Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
The consumer reported that in 2007 the patient was implanted with a spinal cord stimulator to help with nerve pain in the right leg subsequent to 7 back surgeries. Shortly after implant, the device started causing pain so the patient opted to simply turn it off and not have it removed until or if she had problems with it. The patient started having a new pain in her low back and found that the battery pack that was implanted in the right buttock had come loose and migrated. It migrated and was pushing against the patient's spine. It was noted the patient could completely turn it around using her fingers. The patient saw the healthcare provider (hcp) who was trying to find a surgeon who would remove it. In the meantime, the patient had a free floating metal foreign object in her back that was all but pressing against her spine. Reference attached medwatch submitted by the patient: mw5056358.